Event description:
Patient reported obtaining a blood glucose result of ~400 mg/dl, while using the suspect device. Based on this result, patient reportedly sought treatment at the hospital. Patient indicated that, approximately 20 minutes later, her capillary blood glucose was tested on a hospital instrument with a result of 108 mg/dl. Patient noted that she immediately retested her blood glucose, using the suspect device, with a result of 331 mg/dl. No treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.